Event description:
Boston scientific received information that this left ventricular (lv) lead displayed an increase in pace impedance from around 450 ohms to around 1600 ohms. The lead also displayed loss of ventricular capture. A chest x-ray was performed where it was determined that the lead was fractured near the suture site. The patient was to be seen for a lead revision procedure in the future. In the mean time, the lv lead was programmed off. There were no adverse patient effects. The lead remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Subsequent information indicated that the patient was seen for a lead revision procedure. The lead was capped and a new lead was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.